Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of cardiac arrhythmia, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. The controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed.  Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for slow ventricular tachycardia (vt). The patient also had a well-known angulation of the outflow cannula. Log files contained pulsatility index (pi) events on (B)(6) 2023 and a low flow event at 7:33 am.